Event description:
This report is to advise of a confirmed malfunction of delamination of the agilis introducer found during analysis.

Manufacturer narrative:
One clinical 13f agilis steerable introducer sheath was received for evaluation. A strip of torn jacket liner was returned with the agilis sheath. The returned catheter was inserted and withdrawn from the sheath with no anomalies noted; however, microscopic inspection of a non-abbott guidewire returned with the catheter found small strips of jacket liner torn off in the damaged coils, consistent with reported withdrawal difficulty and returned strip of jacket liner. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn jacket liner and reported removal difficulty remains unknown.